Event description:
The customer observed a false positive architect total b-hcg result for one patient. The sample was repeated and the result was negative. The following data was provided: sid (B)(6) initial result = 42.06 iu/l repeat result = <1.20 iu/l repeated after service visit = <1.20 iu/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false positive architect total b-hcg reagent, lot 62021ud00 results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the likely cause lot number. Labeling was reviewed and sufficiently addresses the customer's issue. The overall performance of architect total b-hcg reagent, lot 62021ud00 was reviewed using field data from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency with the architect total b-hcg reagent, lot 62021ud00 was identified.

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The sample was repeated and the result was negative. The following data was provided: sid (B)(6) initial result = 42.06 iu/l repeat result = <1.20 iu/l repeated after service visit = <1.20 iu/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.